Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device depleting pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the (B)(6) 2015. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed to specification up to the auto self-test on the (B)(6) 2016. The device was disassembled to investigate and upon internal inspection corrosion was observed on multiple tracks of the membrane tail. The corrosion observed over the tracks led to excess current drain which measured during the investigation. This likely led to the premature depletion of the installed pad-pak which would account for the low battery fails detailed in the complaint